Event description:
It was reported that: "immediate closure with manta on angio post deployment. Bleeding from manta site was noted later after patient left operating room. Physician thinks that he stuck through the inguinal ligament and bleeding started from coughing post extubation. Physician placed 2 covered stents at access site. Patient is fine."

Manufacturer narrative:
(B)(4). Correction to section d.4 UDI was updated from (B)(4) to (B)(4) to include the full UDI. No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301557 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Following an evar procedure, a 18f manta was deployed for closure. Following deployment hemostasis was immediate as seen on the post-procedure angiogram. The patient was moved to recovery and later the access site started to bleed. The physician reported he thinks he stuck through the inguinal ligament and the bleeding could have been caused by the patient coughing post extubating. The device was not returned for investigation. It is believed that the device performed correctly; therefore, no device failure due to hemostasis was immediately achieved. Post procedural bleeding is a common occurrence following any closure device deployment as a result of the collagen requiring time to clot to create a seal or ambulation. The root cause of the post procedure rebleed is likely due to not following post-procedure patient care activities as indicated in the manta post-procedure patient care guide which lists activities the patient should avoid coughing, v igorous activity, or straining and to support the access site when coughing by applying pressure over the bandage. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor an d investigate any similar events.

Event description:
It was reported that: "immediate closure with manta on angio post deployment. Bleeding from manta site was noted later after patient left or. Physician thinks that he stuck through the inguinal ligament and bleeding started from coughing post extubation. Physician placed 2 covered stents at access site. Patient is fine.".

Manufacturer narrative:
Qn#(B)(4).